Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reports that the tip (blue cap) on the device's wire detached.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Physical samples were not received for the investigation however photos were provided. A visual evaluation of the photos confirmed the reported issue, a detached cap was observed. A definitive root cause could not be determined at this time. As part of continuous improvements, a corrective action has been opened which includes notifying the product personnel on the defective condition, improving the method used on the production machine, sensor implementation to avoid cycle interruption, and adding new activities to the job plan. These actions are designed to prevent the reoccurrence of the reported defective condition.